Manufacturer narrative:
Continuation of d10: product ID 977a260 lot#. Implanted: (B)(6) 2023. Explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, UDI#: h6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient being implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that originally the spinal cord stimulation (scs) was implanted to alleviate anal pain. As for the anal pain it was relieved by scs, and radical treatment was also performed to achieve complete recovery, so scs was not used for a while. The current lead misalignment was discovered during emergency hospitalization due to sudden lower back pain, and the purpose of the lead reinsertion was to treat the newly emerging lower back pain. No health damage was caused by misalignment. The lead had migrated after implant. There was nothing in particular that contributed to the event. The lead was replaced and the issue was resolved. It was noted that is was unknown if the lead serial number was (B)(6).